Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Upon review of the transmission, the patient's lead exhibited under-sensing. Intervention was planned but not yet performed. The patient was stable throughout.